Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included migraine. Concurrent conditions included benign essential hypertension, obstructive sleep apnea syndrome, bipolar disorder, obesity, cannabis dependence, urticaria, pruritus, vaginal itching, vulval candida, anemia, herpes zoster, vaginitis, genital candidiasis, lower abdominal pain, micturition urgency, urinary frequency, physical abuse, diarrhea, herpes labialis, eczema, painful urination, irregular menstruation and vaginal dryness. Concomitant products included cetirizine hydrochloride (zyrtec allergy), hydrocortisone since 2010, lisinopril since 2004, losartan since 2008, metronidazole benzoate (flagyl s), prednisone, trazodone from 2004 to 2019 and valaciclovir hydrochloride (valtrex). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pain/ pelvis pain/ chronic pain") and back pain ("lower back pain"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2004, the patient experienced cystitis ("bladder infection"), depression ("depression/psych injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infection"), gastrooesophageal reflux disease ("gerd") and affective disorder ("mood disorder"). In 2005, the patient experienced rash papular ("small itchy bumps on chest face, neck") and migraine ("migraines / headaches"). In 2008, the patient experienced hypertension ("high blood pressure"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("really bad abdominal pain") and bacterial vaginosis ("bv that will not go away"). On an unknown date, the patient experienced flatulence ("extreme gas"), abdominal distension ("bloating"), the second episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with fluconazole and ibuprofen. Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, bacterial vaginosis, vaginal haemorrhage, menorrhagia, cystitis, depression, stress, rash papular, migraine, hypertension, allergy to metals, dyspareunia, pelvic pain, vaginal discharge, flatulence, abdominal distension, alopecia, back pain, vulvovaginal mycotic infection, affective disorder, the last episode of abdominal pain, metrorrhagia, vaginal infection and headache outcome was unknown. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, dyspareunia, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, menorrhagia, metrorrhagia, migraine, pelvic pain, rash papular, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: date of insertion reported : (B)(6) 2003, (B)(6) 2003 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2019: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hypertension, rash, vaginal discharge, yeast infection, depression, yeast infection, heavy menses, abnormal bleeding, vaginal spotting lot number: 12266501 manufacture date: 2004-10 expiration date: 2005-12 . Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 16-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('severe bleeding') in an adult female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "the plaintiff did not undergo essure confirmation test". The patient's medical history included migraine. Concurrent conditions included benign essential hypertension, obstructive sleep apnea syndrome, bipolar disorder, obesity, cannabis dependence, urticaria, pruritus, vaginal itching, vulval candida, anemia, herpes zoster, vaginitis, genital candidiasis, lower abdominal pain, micturition urgency, urinary frequency, physical abuse, diarrhea, herpes labialis, eczema, painful urination, irregular menstruation and vaginal dryness. Concomitant products included cetirizine hydrochloride (zyrtec allergy), hydrocortisone since 2010, lisinopril since 2004, losartan since 2008, metronidazole benzoate (flagyl s), prednisone, trazodone from 2004 to 2019 and valaciclovir hydrochloride (valtrex). On (B)(6) 2003, the patient had essure (ess205) inserted. In 2003, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/menorrhagia (heavy menstrual bleeding)"), pelvic pain ("pain/ pelvis pain/ chronic pain") and back pain ("lower back pain"). In (B)(6) 2004, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2004, the patient experienced cystitis ("bladder infection"), depression ("depression/psych injury"), stress ("stress"), vaginal discharge ("vaginal discharge"), alopecia ("hair loss"), vulvovaginal mycotic infection ("yeast infection"), gastrooesophageal reflux disease ("gerd") and affective disorder ("mood disorder"). In 2005, the patient experienced rash papular ("small itchy bumps on chest face, neck") and migraine ("migraines / headaches"). In 2008, the patient experienced hypertension ("high blood pressure"). In 2010, the patient experienced allergy to metals ("nickel allergy"). In 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), the first episode of abdominal pain ("really bad abdominal pain") and bacterial vaginosis ("bv that will not go away"). On an unknown date, the patient experienced flatulence ("extreme gas"), abdominal distension ("bloating"), the second episode of abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)"), vaginal infection ("vaginal infection") and headache ("headaches"). The patient was treated with fluconazole and ibuprofen. Essure (ess205) treatment was not changed. At the time of the report, the genital haemorrhage, bacterial vaginosis, vaginal haemorrhage, menorrhagia, cystitis, depression, stress, rash papular, migraine, hypertension, allergy to metals, dyspareunia, pelvic pain, vaginal discharge, flatulence, abdominal distension, alopecia, back pain, vulvovaginal mycotic infection, affective disorder, the last episode of abdominal pain, metrorrhagia, vaginal infection and headache outcome was unknown. The reporter considered abdominal distension, affective disorder, allergy to metals, alopecia, back pain, bacterial vaginosis, cystitis, depression, dyspareunia, flatulence, gastrooesophageal reflux disease, genital haemorrhage, headache, hypertension, menorrhagia, metrorrhagia, migraine, pelvic pain, rash papular, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: date of insertion reported : (B)(6) 2003, (B)(6) 2003 (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) -2019: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hypertension, rash, vaginal discharge, yeast infection, depression, yeast infection, heavy menses, abnormal bleeding, vaginal spotting quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 7-apr-2021: medical record received. Case updated as medically confirmed. Lot no. Added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.